Manufacturer narrative:
The rse confirmed that the therapy cap was replaced in order to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 device indicating that the operational check was failed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The remote service engineer (rse) evaluated the device remotely. It was determined that the operational check failed due to the malfunction of the therapy capacitor, and it was replaced. The device remains at the customer site, and no further evaluation is warranted at this time.